Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting a failure to capture. The associated device was programmed to maximum output and intermittent capture was still observed. Therefore, a revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant date was not provided.